Event description:
The trocar broke off inside the patient's iliac crest during removal procedure by the surgeon. The trocar broke on the distal part from about 1.5 cm with no chance to take it off without operation.

Manufacturer narrative:
Evaluation of the complaint sample confirmed the needle was fractured. Inspection of the fractured component suggested the needle was bent due to excessive force, however this failure mode could not be definitively confirmed by the complaint investigation. A review of complaint data did not identify any trends with this or similar failure modes. A thorough review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure mode. A review of the device history record, raw material history files and the sterilization batch records for the reported manufacturing lot showed no recorded quality problems or rejections related to this incident.